Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch. During the implant in an attempt to turn the lead body with the tool, the helix would not retract. Ultimately, the helix broke off and remains logged in the patients septum. A different lead was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch. During the implant in an attempt to turn the lead body with the tool, the helix would not retract. Ultimately, the helix broke off and remains logged in the patients septum. A different lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6: code removal of serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch. During the implant in an attempt to turn the lead body with the tool, the helix would not retract. Ultimately, the helix broke off and remains logged in the patients septum. A different lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received regarding the procedure that when positioning the attempted rv lead, it fractured leaving the helix in the septal myocardium. The fractured piece was then retrieved by a sheath. The case was extended 3 hours due to the extraction of the rv lead. During this time, the patients blood pressure dropped and they were admitted to the intensive care unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.